Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer allowed the pump battery to fully deplete due to not charging the battery resulting in the pump shutting off. Subsequently, the customer went to the emergency room (ER) and was admitted to the intensive care unit (ICU) due to a blood glucose (bg) level of approximately 600 mg/dl. Reportedly, prior to going the ER, the customer fell injuring both knees. Customer was treated with intravenous fluids of insulin and saline. Customer was released approximately one week later with the issue resolved and no permanent damage. System check with tandem technical support confirmed the pump was functioning as intended.